Manufacturer narrative:
The repair has not been completed at this time.

Event description:
Account has a bed that the bed exit will not alarm. He said that the bed exit will not turn on and will not alarm. Account did not know if there was a patient in the bed at the time of the failure. There were no alleged injuries and the bed came from a regular patient room.